Event description:
Upon set-up, the customer noticed kinking where the "blood in" tubing enters the bridge.

Manufacturer narrative:
The device has not yet been returned to for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - catsweb# (B)(4).